Event description:
It was reported that during a short trochanteric fixation nail (tfn) procedure, after the helical blade was inserted and while the surgeon was inserting the short tfn nail (distal locking), the drill bit hit the nail instead going through the nail. The surgeon backed out the guide and used the radiolucent drill to drill the hole rather than going through the guide. The surgeon was able to complete the procedure with no further problems. The surgery was extended by 20 minutes and there was no harm to patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The insertion handle was returned for a product development evaluation and there were numerous dings and dents in the device. The insertion handle was assembled to an aiming arm. Using a protection sleeve, drill sleeve, and trocar, it was found that there was proper alignment from the insertion handle to the nail screw hole. The device was manufactured in april 2005, was over 6 years old, and showed evidence of being used extensively over that time. The complaint condition could not be replicated. This complaint is invalid from a design standpoint based on the inability to replicate the complaint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).